Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. This report is based solely on the receipt of a medwatch form 3500a. Medwatch report number: 3902560000-2023-8101. Additional product: lot# 17065953-0623 d9: yes returned date: 02-oct-2023 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was complaining of dizziness. The vad flows were 0.5-0.8 l/min. Patient assisted to a wheelchair and then back to bed when he became unresponsive. Rapid response was called and patient was upgraded to heart and vascular intensive care unit. (Hviccu).

Manufacturer narrative:
A supplemental report is being submitted for additional innformation. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the battery did not exhibited a power disconnect alarm and the back-up controller exhibited a loss of power. It was also reported that the vad was exchanged and the controller's were removedfrom service.

Manufacturer narrative:
A supplemental report is being submitted to correct the event details. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a battery exhibited a power disconnect alarm.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model#: 1125 / catalog#: 1125 / expiration date: 30-nov-2022 / lot#: 17065953-0623. UDI#: (B)(4). D9: no, h3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 01-nov-2017 h5: no d1: heartware ventricular assist system ¿ battery. UDI #: asku d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: h5: no. D1: heartware ventricular assist system ¿ controller d4: model#: 1420 / catalog#: 1420 / expiration date: 30-nov-2023 / serial#: (B)(6). UDI #: (B)(4). D9: no. H3: no, device evaluation anticipated, but not yet begun h4: mfg date: 11-nov-2022 h5: no d1: heartware ventricular assist system ¿ controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-july-2023 / serial#: (B)(6). UDI #: (B)(4). D9: no. H3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 11-july-2022 h5: no. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while the ventricular assist device (vad) patient was hospitalized for heart failure exacerbation and were being diuresed, the vad exhibited sustained low flows after the patient had a bowel movement. The patient had elevated lactate dehydrogenase (ldh) in the 300's and they had a lower international normalized ratio (inr) goal of 1.8-2.5. After the vad had an extended period of low flows, sustained high watt alarms occurred with a vad stop alarm. A computerized tomography (CT) angiogram was done and the outflow graft appear to have thrombosed. The controller was exchanged with no resolution. High watt alarms then occurred with the vad stopped at higher watts. The vad is disconnected and patient is being supported with medication. The vad will be exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the pump ((B)(6)) and a segment of the associated outflow graft (lot no. (B)(6)). Two (2) controllers ((B)(6)) and a battery with an unknown serial number were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned segment of the outflow graft revealed that the device passed visual examination. Visual examination revealed abrasions on the lower housing ceramic surface and on the inferior surface of the impeller. These friction marks are indicative that an external factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system, thus leading to scoring marks observed during visual inspection. Post-explant functional analysis on the returned pump was not possible since the driveline was received with wires cut too short during post-explant procedure to be able to conduct a splice and thus perform functional testing. Tissue was observed upon opening of the returned pump; however, the sample could not be retrieved for pathological evaluation since it was falling apart. Dimensional verification revealed that the front preload measurement was found to be deviating from release specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Log file analysis revealed that (B)(6) was the primary controller, initially in use during the reported event date. Review of the controller log files associated with (B)(6) revealed a sudden decrease in power consumption and estimated flows starting on (B)(6) 2023 leading to parameters below normal operating range, followed by sudden increases in power consumption and estimated flows leading to parameters above normal operating range; the alarm log file revealed four (4) low flow alarms and thirteen (13) high watt alarm were logged on (B)(6) 2023. Review of the alarm log file associated with (B)(6) then revealed three (3) vad disconnect alarms and one (1) vad stopped alarm were logged on (B)(6) 2024. A vad disconnect alarm was logged at 23:24:10. This vad disconnect alarm was most likely a false alarm, given that the speed recorded at the onset of the alarm was higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. The vad stopped alarm then logged at 23:24:31, indicating that the pump failed to restart after multiple attempts. Two (2) additional vad disconnect alarms indicating a physical disconnection of the driveline from the controller and a c ontroller power up without a motor start event were logged between (B)(6) 2023 between 23:25:51 and 23:28:08, likely during troubleshooting. Log file analysis revealed that a controller exchange was then performed, after which (B)(6) was in use. A controller power up event was recorded on (B)(6) 2023 at 23:25:42 and a vad disconnect alarm was logged at 23:25:48, indicating that the controller was powered up without the driveline attached. The vad disconnect alarm cleared at 23:26:26, indicating the driveline was connected during the controller exchange. Review of the alarm log file associated with (B)(6) then revealed one (1) vad stopped alarm was logged on (B)(6) 2023 and one additional (1) vad disconnect alarm were logged on (B)(6) 2024. The vad stopped alarm was logged at 23:26:47, indicating that the pump failed to restart after multiple attempts. The additional vad disconnect alarm, indicating a physical disconnection of the driveline from the controller and several controller power ups without motor start attempts were logged on (B)(6) 2023 between 01:18:35and 06:26:02, likely during troubleshooting. Log file analysis did not reveal any power disconnect alarms within the analyzed period. As a result, the reported low flow, high power, high watt alarm, vad stop, loss of power, and failure to restart events were confirmed. The reported power disconnect alarm could not be confirmed. The most likely root cause of the losses of power event can be attributed to controller exchanges and troubleshooting of the vad stopped alarms. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula. The thrombus likely got ingested into the pump resulting in an increase in power and triggering the high watt alarms and vad stopped alarms and prevented the pump from restarting. Possible root causes of the vad disconnect alarm can be attributed to a loss of synchronization of commutation, leading to a false vad disconnect alarm, and/or a physical disconnection of the driveline from the controller. CAPA pr00550440 is investigating controller losses of synchronization of commutation. Of note, a computerized tomography (CT) angiogram was done and the outflow graft appear to have thrombosed. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, device thrombus and worsening heart failure are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological, and procedural factors that may have contributed to this event. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 02-oct-2023 h3: yes dev rtn to MFR? Yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ battery d4: serial or lot#: h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.